Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer states they are stuck in bolus delivery loop. Customer reported that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.